Event description:
A (B)(6) male pt's home health nurse contacted zoll customer support to report that the electrode belt was damaged with exposed wires. The pt was issued a replacement electrode belt

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt/wires exposed) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, damaging internal wires the root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.